Manufacturer narrative:
Npb cse performed software upgrade only. The investigation and service were reported to be completed by the customer . Customer replaced the bdu cpu pcb. The device passed all functional test required for this product.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.